Manufacturer narrative:
The product return date is unknown. The bench repair technician (brt) confirmed the event. There is insufficient information in the file to determine a cause of the event. The device was returned to the customer. This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
It was reported that the speaker had no audio. The device was not in use at the time of the event.